Event description:
The customer opened a new carton of test strips and found the cap open on the bottle of test strips. No adverse events were alleged. The customer had already disposed of the test strips at the time of the call. Replacement test strips were sent to the customer.